Event description:
The pt contacted her femsoft insert distributor and told them she had a burning sensation for three weeks. The distributor customer service rep encouraged the pt to contact her physician and to discontinue using the femsoft inserts. The pt stated she started using the femsoft inserts (B)(6) 2010 and discontinued usage of the inserts (B)(6) 2010. The pt contacted a rochester medical customer service rep on (B)(6) 2010 and stated had a kidney infection. The pt reported she visited a physician and was prescribed cephlax and bactrim. The pt stated that she has no control over her bladder.